Event description:
The customer reported the ventilator powers on and off automatically. The manufacturer's field service engineer (fse) clarified the reported problem as post timer/24v failure. The customer reported there was no patient involvement.